Manufacturer narrative:
(B)(4): intraocular lens. The lens was received at abbott medical optics (amo) in (B)(4) and has been shipped to the manufacturing site in (B)(4) for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that the lens was implanted on (B)(6) 2012 and was removed and replaced on the same day due to refractive surprise. No adverse effect and no patient injury was reported.

Manufacturer narrative:
The intraocular lens was received for evaluation and measured for diopter. Evaluation results showed the lens measure 08.0d and is correct as labeled. The iol met all specifications for optical properties. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficieny, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted. Placeholder.